Event description:
Plate was placed in the pt's jaw in december, but it broke while in pt. In march, pt came in complaining to doctor of pain and inflammation. The doctor took a scan at that time, but did not notice that the plate was broken. Today, may 11, a bone graft was scheduled to be performed and when the doctor looked at the scan one more time, before the procedure, he noticed the broken plate. It was removed and replaced.

Manufacturer narrative:
Investigation in process, but not yet complete.